Manufacturer narrative:
Additional information: b.5 upon receipt of additional information it has been determined that the event reported in MFR 2937457-2021-02031 does not represent a reportable event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. No further updates will be made on MFR 2937457-2021-02031.

Event description:
A biomedical technician (biomed) at a user facility reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was estimated to be less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Upon follow up it was confirmed that the machine did alarm appropriately with a blood leak alarm, and blood leak test strips were used and tested positive.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was estimated to be less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.